Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report gripper actuation issue. It was reported during preparation of the clip delivery system (cds), only one gripper arm came down. Troubleshooting was performed, repeatedly advancing and retracting the lock lever until the blue line had no effect. The gripper arm stayed up. The cds was exchanged for a new cds and not used in the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.